Event description:
The customer reported that during a procedure, the devices in use were not functioning properly. Troubleshooting of the equipment was performed. It was reported that this shaver handpiece may have activated on its own during use. The procedure was completed and there were no injuries.

Manufacturer narrative:
Investigation results: the shaver handpiece was evaluated and the reported problem could not be duplicated.